Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported that on (B)(6) 2018 she woke up and ¿felt a mild headache, numbness, and dryness of the lips¿. In addition, customer got an unspecified error message. Customer was transported to the emergency room where a nurse administered two bags of an unspecified intravenous infusion to lower the blood sugar. The nurse obtained a reading of 300 mg/dl and the customer reported her blood glucose level lowered to 201 mg/dl after receiving treatment. The customer was also prescribed a new medication januvia (sitagliptin). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
Customer reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported that on (B)(6) 2018 she woke up and ¿felt a mild headache, numbness, and dryness of the lips¿. In addition, customer got an unspecified error message. Customer was transported to the emergency room where a nurse administered two bags of an unspecified intravenous infusion to lower the blood sugar. The nurse obtained a reading of 300 mg/dl and the customer reported her blood glucose level lowered to 201 mg/dl after receiving treatment. The customer was also prescribed a new medication januvia (sitagliptin). There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test with her adc blood glucose meter due to the test not starting after the blood sample was applied. Customer further reported that on (B)(6) 2018 she woke up and ¿felt a mild headache, numbness, and dryness of the lips¿. In addition, customer got an unspecified error message. Customer was transported to the emergency room where a nurse administered two bags of an unspecified intravenous infusion to lower the blood sugar. The nurse obtained a reading of 300 mg/dl and the customer reported her blood glucose level lowered to 201 mg/dl after receiving treatment. The customer was also prescribed a new medication januvia (sitagliptin). There was no report of death or permanent injury associated with this event.